Manufacturer narrative:
Conclusion: a review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. From the limited information received the valve remained implanted. Regurgitation can be caused by a variety of factors, including implant condition, patient anatomy, or presence of pre-existing patient conditions. Without the return of the valve for analysis, a root cause of the regurgitation cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years 8 months post implant of this bioprosthetic aortic valve, the device was replaced valve-in-valve with a transcatheter valve due to severe aortic regurgitation. No additional adverse patient effects were reported.